Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. To date, the device has not been returned to olympus for evaluation. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the rigid video scope presented a blurry image. The issue occurred during preparation for use for an unspecified therapeutic procedure that was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h4, h6 and h11. The device was returned to olympus and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: dark image and broken light guide. A root cause could not be identified. Based on the results of the investigation, since the customer¿s allegation was not reproduced, a root cause could not be identified. And for the newly identified malfunction, it was due to the light guide was broken; therefore, the image was dark. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.